Event description:
It was reported that the protection cover at the tip broke off without any force. The incision had to be enlarged for the broken piece to be retrieved completely and surgery completed successful.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Evaluation revealed that the retractable hip blade bent and the distal end of the tube broke off at the weld location. Complainant's event is typically caused by user mechanical damage such as hitting the device with another device and the use of excessive bending force. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.